Event description:
It was reported during a routine office visit that this pacemaker device is exhibiting behavior consistent with a premature battery depletion. During a routine office visit a year ago, the estimated remaining battery longevity was 5 years, the estimated remining battery longevity now is 7 months. A copy of disk data was sent to technical service (ts) for review. Ts consultant confirmed the power consumption is increasing abnormally, with a high rate atrial sensing average rate of 242 bpm. Ts recommended a device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.